Event description:
The initial reporter received questionable ise results for 16 patient samples tested on a cobas 8000 cobas ise module. The customer provided an example of a discrepant result for a patient sampled tested for ise indirect na for gen.2. The initial na result was 132 mmol/l. The repeat result was 142 mmol/l. The initial result was reported outside of the laboratory. The repeat result was deemed correct. The electrode serial number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer (fse) found restriction and wear on the pinch valve tubing and inspected the syringes and reagent tubing. The pinch valve tubing was replaced. The fse cleaned the flow path of the sipper, vacuum, and electrodes. A 10-patient correlation, 24 cup precision, calibration, and qc were all performed successfully. The investigation is ongoing.

Manufacturer narrative:
The root cause of the event could not be determined. The service maintenance actions performed by the field service engineer resolved the issue.